Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was establish following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was stated he has been without stimulation for over a year and has not used the device within that time. The ipg is in operable. Consequently, the patient will undergo surgical intervention as the next course of action.